Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing.

Event description:
It was reported that during an unknown procedure, the device had a broken clamp arm. There was no patient consequence.